Event description:
Customer reported that her insulin pump has alarmed motor error. Customer stated that the alarm has occurred five times and all of them happened during prime. Customer stated that she does not use the sensor feature and she is able to rewind the insulin pump. Blood glucose level is 322 mg/dl; treated with manual insulin injections. Customer stated that her blood glucose was high due to eating something and was going to treat with the insulin pump when the motor errors occurred. Customer mentioned that she felt like the reservoir was not properly inserted into the reservoir compartment. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. No unexpected motor error alarm was noted. The motor was tested outside of the device and passed. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads and minor scratches on the display window.